Event description:
As reported, during a soft ureteroscope lithotripsy, an ngage nitinol stone extractor's handle could not open the basket. A new basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a soft ureteroscope lithotripsy, an ngage nitinol stone extractor's handle could not open the basket. A new basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One device was returned with no original packaging. The handle could not actuate the basket assembly. The handle was disassembled, and the support sheath was pulled loose from the basket sheath. There was evidence of glue present, indicating the two components were properly assembled during manufacturing. The basket formation could not be manually actuated following disassembly. A document-based investigation evaluation was performed. No related nonconformances were recorded. Seven additional complaints have been reported for this product lot, all from the same user facility. All of the returned devices had indications of damage, possibly from excessive force applied during use. The devices were inspected multiple times for functionality and damage during manufacturing and quality control checks. There was not enough evidence to conclude that an issue occurred that possibly affected all the devices in the lot. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿important: excessive force could damage device.¿ based on the available information, cook has concluded that a cause for the observed device damage could not be established. Excessive force may have been inadvertently applied to the device, but no information was provided regarding device handling. Therefore, a cause for this device issue could not be conclusively determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.